Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system¿s ¿free space is low, and image are not storing¿. Review of the log file showed that error with ¿malfunctioning frontal ip-pc¿ which resulted in no storage of image. The rse instructed customer to recreate image store. After recreation of image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method were corrected.

Event description:
It has been reported to philips that free space was low and images were not storing. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.